Event description:
Per the audiologist's report, this patient suddenly reported hearing only static with her speech processor. All externals were swapped, but this did not alleviate the problem. The results of integrity testing were consistent with normal device function. The surgeon explanted the device in 2006 and reimplanted the patient with a new one the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling code.